Manufacturer narrative:
The preliminary analysis of the returned device revealed evidence of incorrect connection of both leads.

Event description:
During a re-intervention due to a dislodgement of the atrial lead, both leads were disconnected from the subject pacemaker. However, the physician was reportedly unable to reconnect the leads after the lead revision.

Event description:
During a re-intervention due to a dislodgement of the atrial lead, both leads were disconnected from the subject pacemaker. However, the physician was reportedly unable to reconnect the leads after the lead revision.

Event description:
During a re-intervention due to a dislodgement of the atrial lead, both leads were disconnected from the subject pacemaker. However, the physician was reportedly unable to reconnect the leads after the lead revision.